Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 28x2.75mm promus premier¿ drug-eluting stent was selected to treat the lesion. However during preparation, after removing the stylet, the distal end portion of the shaft (stent, balloon and tip) was detached. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. Promus premier ous, mr, 2.75 x 28mm stent delivery system was returned. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent outer diameter was measured and the result was within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft break at the midshaft/hypotube bond exposing the corewire and separating the distal end of device from the hypotube. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID # (B)(4). Tw # (B)(4).

Event description:
It was reported that shaft break occurred. A 28x2.75mm promus premier¿ drug-eluting stent was selected to treat the lesion. However during preparation, after removing the stylet, the distal end portion of the shaft (stent, balloon and tip) was detached. The device was never used inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.